Event description:
The customer reported that the picture frame kept freezing and causing the system to lock up. After the customer rebooted the sys, they were able to complete the case. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. All circuit boards and connectors were reseated and the system software was upgraded. The system was then found to be operating as intended.